Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the pacemaker device did not malfunction and was explanted and replaced due to normal elective replacement indicator (eri). There was no allegation of noise on the pacemaker.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-23411. Reported manufacturer number: 2017865-2020-23412. It was reported the patient presented due to noise on their right atrial and right ventricular leads. Their pacemaker was explanted and both leads were capped on (B)(6) 2020 and the system was replaced. There were no patient consequences.